Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following is based off allegations made in a legal claim and a review of the pt's medical records provided to davol by the pt's attorney: (B)(6) 2004 - the pt was implanted with bard flat mesh during a cystocele repair, laparotomy, scar revision, and sacro colpo suspension. Five months later there is a CT of the pt's spine that indicated some degenerative changes in her lumbar spine. The pt experienced lower abdominal pain, and back pain. The attorney's report alleges infection, injury, "pain and suffering", disability, defective mesh.